Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl at the time of incident and current blood glucose level was 166 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with insulin pump. Customer was feeling ok to trouble shoot. The device will not be returned for analysis.